Event description:
It was reported that a revision surgery was performed to address a closure top that migrated out of the screw at s1. At the patient's post-operative follow-up appointment, the x-ray revealed the closure top was backing out of the screw. The construct was from l2-s1. Patient was revised with a new screw at the s1 level with all new closure tops on that side of the construct. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2022-00175.

Event description:
It was reported that a revision surgery was performed to address a closure top that migrated out of the screw at s1. At the patient's post-operative follow-up appointment, the x-ray revealed the closure top was backing out of the screw. The construct was from l2-s1. Patient was revised with a new screw at the s1 level with all new closure tops on that side of the construct. This is report two of two for this event.

Manufacturer narrative:
Corrections in h3. Additional information in h6: component, investigation type, findings, and conclusions. Inspection: visual inspection revealed no clear issues with the devices. No x-ray images were provided for review. The complaint remains unrefuted for post-op migration of the closure top. DHR review: the dhrs were reviewed. There are no indications of manufacturing issues which would have contributed to this event and the devices were likely conforming when they left zimvie¿s control.. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to the closure top not being tightened enough during the initial surgery. Device usage this device is use:d for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.